Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic with intermittent oversensing on their implantable cardioverter defibrillator. Upon interrogation, the electrogram exhibited low level, high frequency noise that was inhibiting pacing possibly caused by myopotential and far-p wave oversensing. Programming changes were discussed. Patient would continue to be monitored. No further information was provided.